Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. The insulin pump was advised to discontinue the use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. No a33 alarm noted. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. The insulin pump had cracked display window and cracked reservoir tube lip.